Event description:
During product service by a service technician, a flogard infusion pump was found to have an f-94 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The cause of the f-94 alarm was determined to be a damaged battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.